Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, after programming this pacemaker into MRI protection mode. A request was made to have data from this device analyzed. As of today, the ts analysis is pending. A supplemental report will be provided once the analysis has been completed. This device remains in service. No adverse patient effects were reported.